Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 620mg/dl. The mother stated that the device alarmed no delivery during a bolus. Troubleshooting was performed. Assisted the caller to run a fixed prime test and the insulin did exit. The customer removed the cannula, and it was not bent. The mother stated when the customer was admitted to the hospital she changed the infusion set twice. No further information was provided.